Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). Customer stated, "I came down with covid but it did not show up on this test. I had to go to urgent care instead where I was properly diagnosed there. Maybe mine was just defective but it did not accurately give me the results I needed. I'd try another brand instead."